Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19458. It was reported, the pt's ipg is unable to communicate with external devices. The communication was lost a few months ago, exact date unknown. Surgical intervention has been scheduled to address the issue. Note: the pt received two scs systems. It is unknown which ipg has the issue. Therefore, both ipgs are being reported.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.